Event description:
Healthcare professional reported valve was abandoned at implant after tee showed severe aortic stenosis. The surgeons observed that the leaflet at the right coronary position was not able to open completely.